Event description:
The patient called tech support due to drain complications during treatment. The patient stated that she had fibrin in her catheter area and was in the hospital. Per the pd nurse the patient was admitted to the hospital due to peritonitis from a break in her pd catheter. Nurse verified the break occurred on patient's catheter and not on the pd catheter extension set.

Manufacturer narrative:
As the liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing, functional testing and met specifications. In regard to the patient's allegation of fibrin in her catheter area and hospitalization, the fmc clinical investigation as reviewed by the physician states that "the event of peritonitis is unlikely caused by the liberty cycler machine. There is no evidence of product malfunction or any cassette leaks". Also stated, "there were reports of a confirmed break in the patient's pd catheter" (not a fresenius product). This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.